Event description:
It was reported that approximately thirty-three months post-implant of a bifurcated device and suprarenal aortic extension, a follow-up computed tomography scan identified a type iii endoleak between the aortic extension and the bifurcated device. Reportedly, the patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Event description:
It was reported that approximately thirty-three months post-implant of a bifurcated device and suprarenal aortic extension, a follow-up computed tomography scan identified a disconnect between the aortic extension and the bifurcated device. Reportedly, there was no endoleak present. The patient was treated with an infrarenal aortic extension, which successfully bridged the devices. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical records and CT images were reviewed by clinical representative. Based on review of the report and images, a root cause cannot be determined for the type 3 endoleak. However, the patient's anatomy (short angled aortic neck) and inadequate fixation or sealing of the stent grafts at the index procedure may have contributed to the event. There is no indication that the device may have caused or contributed to the event. Review of lot records, work orders, and prior reports no issues with the lot were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned for manufacturing.